Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38834014 and lot number 2178749. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were within specifications. To aid in the investigation of this issue, two (2) pictures of the affected samples were received for evaluation by our quality team. Through examination of the pictures, the product hub was observed cracked. Based on the investigation results, an exact cause could not be determined for this observed defect. If the physical samples become available for this incident or any potential future occurrences, we would greatly appreciate the opportunity to conduct a thorough analysis. This is the first report received for this type of defect on material number 38834014 and lot number 2178749. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd asepto¿ intravenous infusion device connector/hub was damaged and caused leakage. This occurred with 3 infusion devices. The following information was provided by the initial reporter, translated from portuguese: "we are noticing a claft in the scalp 27 coupling. Yesterday there were 3 occurrences, compromising the application and making it difficult to complete the dacryocystography exam."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.